Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient developed a fistula and could not get the wounds closed. The patient underwent a revision procedure wherein the battery was moved. It was believed that the fistula was procedure related and was not related to the device. No device malfunction was suspected. The patient was doing well postoperatively.